Event description:
On 7/24 leaking about 3 cm from hub. On 7/25 leaking at hub.

Manufacturer narrative:
We received two catheters as faulty samples for analysis. The first defective sample was a catheter attached to a needle-free connector. A dried blood clot was visible between the 28 cm and 29 cm marking of the catheter tube. Furthermore, the catheter tube was shortened at the 15 cm marking. The customer reported a leak "about 3 cm from the hub," prompting the cleaning of that section of the catheter tube. A small tear measuring approximately 0.27 mm was identified just proximal to the 28 cm marking. The progression of the tear was not straight, indicating a mechanical damage. The second faulty sample was a catheter with a closed sliding clamp. The catheter tube was shortened at the 12 cm marking. The attempt to flush the catheter with water was unsuccessful, likely due to dried solution residues inside it. Microscopic examination revealed a tear directly at the wing. The catheter tube was partially torn from the wing, and the fracture surface was rough and uneven, indicating that it had experienced excessive tensile forces and bending . In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3. Alcohol-based disinfectant. In the IFU is stated: caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. Avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Do not kink the catheter or the extension line permanently to avoid damage to the catheter. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of the complaints data indicated that this is the first reported complaint associated with this lot number 24c001d. Corrective action: as the catheters worked well for 6 days and 2 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
7/24 leaking about 3 cm from hub. 7/25 leaking at hub.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00065. The malfunctioning devices will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.